Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f0801 captures the reportable event of patient being sent to intensive care unit. Imdrf impact code f23 captures the reportable event of unexpected medical intervention as the bleeding was addressed through hemostatic treatment. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head had five bands attached. The suture hole and the ligator head teeth were in good condition. The handle had evidence that the trip wire was secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had five bands attached. The reported adverse event (hemorrhage, major) is a known inherent risk and is documented in the device labeling and instructions for use (IFU) including both short and/or long term known complications or adverse reactions. It is possible that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician, could have resulted in the unable to deploy the bands during the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, it was noticed that the bands could not be deployed and there was an increase in bleeding. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. After the procedure, the patient was admitted to the intensive care unit (ICU) due to the bleeding. The bleeding was addressed through hemostatic treatment. The exact hemostatic treatment was unknown. The patient's condition after the treatment was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, it was noticed that the bands could not be deployed and there was an increase in bleeding. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. After the procedure, the patient was admitted to the intensive care unit (ICU) due to the bleeding. The bleeding was addressed through hemostatic treatment. The exact hemostatic treatment was unknown. The patient's condition after the treatment was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f0801 captures the reportable event of patient being sent to intensive care unit. Imdrf impact code f23 captures the reportable event of unexpected medical intervention as the bleeding was addressed through hemostatic treatment. Imdrf device code a050501 captures the reportable event of bands unable to deploy.